Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient claimed that the cgm was reading approximately 20 to 40 points lower than the patient's blood glucose meter. For example, the patient reported the following discrepancy: cgm reading at 40 mg/dl and blood glucose meter at 140 mg/dl. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.